Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. Analyst noted that the lead was returned with the helix fully retract. The helix would not extend due to drive shaft lug stuck behind the retraction stop.

Event description:
It was reported that during the implant procedure when the physician went to try a second position with the lead the helix would not extend. The lead was removed out of the patient and they still could not get the helix to extend on the sterile table. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.